Event description:
It was reported that vessel dissection occurred. The de novo target lesion was located in the left anterior descending artery (lad) and was treated with a 3.00mm x 28mm promus element plus drug eluting stent. A post deployment orthogonal view of the deployed stent revealed an edge dissection. The dissection was covered with a 2.75mm x 16mm promus element plus stent to complete the procedure. No patient complications were reported and the patient status was stable. It was further reported that the dissection occurred was flow limiting.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The de novo target lesion was located in the left anterior descending artery (lad) and was treated with a 3.00mm x 28mm promus element plus drug eluting stent. A post deployment orthogonal view of the deployed stent revealed an edge dissection. The dissection was covered with a 2.75mm x 16mm promus element plus stent to complete the procedure. No patient complications were reported and the patient status was stable.